Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi and past similar cases, omsc considered that the reported phenomenon was not caused by a malfunction of the subject device due to aging deterioration because less than two years had passed from the subject device had been manufactured. Therefore, omsc surmised that the power supply unit (converter) failed due to the accidental failure of a component in the power supply unit, and as a result, the power to the emergency lamp could not be supplied, and the lamp error e103 occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated (the emergency lamp indicator lit up) due to the failure of the power supply unit of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer of olympus (B)(4) that during discussion with the user, it was found that yellow light output from the subject device. Then the field service engineer checked the subject device and found that the emergency lamp of the subject device lit up instead of the examination lamp (the emergency lamp indicator lit up which indicated that the emergency lamp was in use). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.